Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the reported issue. The ventilator passed 117 hours of run in tests with the customer's settings without any unusual alarms or conditions. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The ventilator also passed the volume operation test from general checkout. Internal inspection did not reveal any abnormalities with the ventilator. A review of the event trace log did not reveal any condition that would indicate that the ventilator auto cycled. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was auto cycling while on a patient. The respiratory therapist had switched the patient from a non-heated circuit with no peep to a duel heated circuit with peep and the ventilator kept auto cycling at a sensitivity level of 6. The therapist changed the ventilator and that ventilator was doing the same thing. The customer stated that they believe the issue is with the circuit and the peep valve along with the presence of a leak around the tracheostomy tube when the patient opens their mouth and not the ventilator. There was no report of any patient harm associated with this complaint.